Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The doctor requested someone come out to the hospital to evaluate the insulin pump. It was stated that the customer experienced vomiting and nausea. Troubleshooting was performed. It was mentioned that the customer has been on the device for four days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.